Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left-side deflation¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified crease folds, wear/abrasion, a linear opening on the posterior, total delamination of the valve and yellow particles on the inner surface of the device. A leak test and microscopic analysis was performed which identified a smooth, crease opening on the posterior and delamination of the valve. Based on the device analysis the final assessment is: a partial delamination of the valve (adhesive failure). Also noted was a smooth, crease opening on the posterior assessed as a fold flaw opening.

Event description:
Device has been explanted.